Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction error was displayed. The device was not in use on a patient at the time of the event.

Event description:
The customer reported a speaker malfunction error was displayed. The device was not in use on a patient at the time of the event. There was no report of patient or user harm. The customer did not respond to several good faith effort (gfe) and the device in this complaint was not returned and evaluated therefore the alleged problem cannot be confirmed and cause is unknown.